Event description:
It was reported that the patient presented to the clinic, during interrogation the pulse generator displayed an error message. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.